Event description:
The pt's neurostimulator (ins) worked well to control his pain, but it "ruined his stomach". He got into an altercation with a neighbor, as a result of the incident, his device was damaged. His ins was explanted. Additional info has been requested.

Manufacturer narrative:
(B) (4).